Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator display will flash or turn off when transported on and off of elevators. The customer reported that the unit was in use on patient, but there was no patient harm.